Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.